Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a blood glucose level of 512 mg/dl. Caller received assistance with using the meter correctly. The insulin pump was not replaced or returned for analysis.